Event description:
It was reported that trends showed high right ventricular (rv) lead pacing thresholds resulting in loss of capture. No adverse patient effects were reported. The rv lead remains implanted.additional information noted that this patient was discharged from the hospital due to sepsis. The patient was brought back to the hospital and it was noted that the pacing and anti-tachycardia pacing (atp) outputs were increased. The physician believed there was a lead micro dislodgement. Additional information noted that a procedure took place and this rv lead was repositioned. No additional adverse patient effects were reported. The rv lead remains implanted.

Event description:
It was reported that trends showed high right ventricular (rv) lead pacing thresholds resulting in loss of capture. No adverse patient effects were reported. The rv lead remains implanted. Additional information noted that this patient was discharged from the hospital due to sepsis. The patient was brought back to the hospital and it was noted that the pacing and anti-tachycardia pacing (atp) outputs were increased. The physician believed there was a lead micro dislodgement. No adverse patient effects were reported. The rv lead remains implanted.